Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been woken up in the middle of the night with a "thumping" in their chest for several nights. It was determined that the patient was experiencing extracardiac stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.